Manufacturer narrative:
The tandem t:slim g6 user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate; cause was unknown. Additionally, it was reported that the customer was using the cartridge beyond labeling. Customer's blood glucose level was 325 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.